Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was asleep when the cgm alarmed, displaying a glucose reading of 55 mg/dl, indicating hypoglycemia. No fingerstick blood glucose (fsbg) was obtained at that time. Upon waking, the patient did not have any symptoms. In response to the cgm reading, the patient consumed soda. Approximately 5 minutes later, the cgm reading decreased to 50 mg/dl. The patient continued to report no hypoglycemic symptoms and did not have an fsbg reading available for verification. As a precaution, the patient consumed additional carbohydrates, including candies, juice, and more soda. Despite these measures, the cgm reading remained around 50 mg/dl. After several minutes, the patient developed symptoms consistent with hyperglycemia, including intense thirst, frequent urination, and headache. Due to worsening symptoms, the patient sought assistance and was transported to the emergency department (ed). Upon arrival, an fsbg reading was 485 mg/dl, while the cgm continued to display 50 mg/dl, demonstrating a significant discrepancy. In the emergency department (ed), the patient received fast-acting insulin via injection and intravenous fluids. During the stay, the cgm persistently displayed falsely low readings of approximately 50 mg/dl, while additional fsbg values were not specified. The patient remained under observation for approximately 5 hours. Prior to discharge, the sensor was removed, and a repeat fsbg reading improved to 179 mg/dl. The patient reported partial improvement in symptoms at the time of discharge. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid at the ed. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.